Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. The returned device had a set screw with a rounded socket. The returned device indicated the set screw wasfound in the connector bore.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the physician had difficulty fully inserting the lead into the device at the implant procedure. A new device was used and the lead fully inserted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.